Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17120. It was reported that the patient was unable to set their ipg mode to MRI mode due to high impedance on one lead. Ineffective therapy was also noted. Surgical intervention may occur to address the issue. It is unknown which lead has the issue so both are being reported.

Event description:
Additional information received indicates that the system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.